Manufacturer narrative:
This product was sent to pathology. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to loss of capture. No additional adverse patient effects were reported.